Manufacturer narrative:
According to the information provided, the issue occurred when customer was performing vascular diagnosis for the patient. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that the left half of the flexvision was not displayed. Upon inspection, fse found there was temporary operation problem with the video signal transistor. Fse, replaced the video signal an and b parts for the large screen and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the left half of the flexvision monitor on the azurion 7 b20 system was not displayed. The system was in clinical use at the time of the event. No harm has been reported. Upon evaluation, the issue was resolved when the video signal in the machine room was reconnected. Philips has started an investigation of the complaint.